Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to hospital for low blood glucose on unknown date. Customer stated that the insulin pump was not delivering insulin correctly when she was hospitalized for low blood glucose level and insulin squirted during priming instead of dripping. The insulin pump will not be returned for analysis.